Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with an unspecified saline mentor breast implant and experienced deflation on the right side post-operational. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 300cc breast implants, catalog number: 3502300, serial numbers: (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 8/16/2019, the mentor failure analysis lab received the device for evaluation. On 8/16/2019, mentor became aware that the patient also experienced baker grade IV capsular contracture on the right side. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample two creases were observed on the posterior view. Leak testing revealed a tear within the crease noted in the posterior aspect measuring approximately 0.2 cm. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).